Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu2211 showed no other similar product complaint(s) from this lot number.

Event description:
A nurse at the facility reported: "once ready to prepare my PICC I pulled the guidewire back and cut the catheter to length ( with the guidewire out the appropriate length). The wire was intact at this time. Everything went smoothly until the insertion of the catheter. When inserting the catheter there was minimal resistance past the shoulder. I was able to reposition the patients arm and advance the catheter in. The line was not being picked up by the sherlock ECG device. I pulled the wire back to recalibrate the sherlock machine. The wire would not advance back into the catheter. A second PICC nurse rn assisted with the insertion at this time. The guide wire was removed and it was noted that the end of the guidewire was no longer intact and it had a kink below the break." The patient needed to have a chest x-ray and CT scan done. It was stated the missing piece of wire was located in mammory vein, had to be retrieved in ir.

Event description:
A nurse at the facility reported: "once ready to prepare my PICC I pulled the guidewire back and cut the catheter to length ( with the guidewire out the appropriate length). The wire was intact at this time. Everything went smoothly until the insertion of the catheter. When inserting the catheter there was minimal resistance past the shoulder. I was able to reposition the patients arm and advance the catheter in. The line was not being picked up by the sherlock ECG device. I pulled the wire back to recalibrate the sherlock machine. The wire would not advance back into the catheter. A second PICC nurse rn assisted with the insertion at this time. The guide wire was removed and it was noted that the end of the guidewire was no longer intact and it had a kink below the break." The patient needed to have a chest x-ray and CT scan done. It was stated the missing piece of wire was located in mammary vein, had to be retrieved in ir. 2/7/2019- medwatch report received stated, "PICC insertion attempted, difficulty threading PICC, guidewire was removed and it was noticed that about 1.5cm of guidewire was missing and the remainder had a kink in it. Doctor contacted, CT ordered cs, rn, aocn vascular access manager was contacted cxr and lua xr ordered later on per ir request. Doctor found tip to be in the internal mammillary vein. Physician will update doctor."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Additional details: additional event description changed to yes updated with initial reporter information medwatch added to MDR attachment. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. The product returned for evaluation was one used 3cg stylet and five sealed 3cg powerpicc kits. The used sample contained four sharp kinks within the magnetic tip and the tip also contained a complete break which resulted in a remaining segment of 5.0cm. Microscopic examination of the kink regions showed each to exist between the interface of magnets and contained a sharp creases within the polyimide tubing. The core wire was also sharply kinked at these sites. The break site contained evidence of having been previously kinked and the layers of polyimide tubing were delaminated in one region. The core wire was slightly hooked and contained material necking consistent with a tensile event. The angle and severity of the kink in the support wire was recreated in the lab by kinking the test stylet by more than 90°, and about a specific point rather than being gradually bent. Kink angles less than that did not match the degree to which the complainant support wire was kinked. The sealed kit samples were removed from the packaging and each stylet was visually and microscopically examined. No potential damage, defect, or deformity was observed on the samples. The samples were further wrapped around a 1cm radius and no damage occurred. The damage seen on the used 3cg stylet was characteristic of either the catheter becoming kinked during insertion or the stylet having been advanced past the tip of the catheter, but not all potential contributing factors were known and it was ultimately unknown what the primary cause of the event was. A lot history review (lhr) of recu2211 showed no other similar product complaint(s) from this lot number. - attachment: [mw5083143 rga 1298690.pdf]

Event description:
A nurse at the facility reported: "once ready to prepare my PICC I pulled the guidewire back and cut the catheter to length ( with the guidewire out the appropriate length). The wire was intact at this time. Everything went smoothly until the insertion of the catheter. When inserting the catheter there was minimal resistance past the shoulder. I was able to reposition the patients arm and advance the catheter in. The line was not being picked up by the sherlock ECG device. I pulled the wire back to recalibrate the sherlock machine. The wire would not advance back into the catheter. A second PICC nurse rn assisted with the insertion at this time. The guide wire was removed and it was noted that the end of the guidewire was no longer intact and it had a kink below the break." The patient needed to have a chest x-ray and CT scan done. It was stated the missing piece of wire was located in mammary vein, had to be retrieved in ir.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. The product returned for evaluation was one used 3cg stylet and five sealed 3cg powerpicc kits. The used sample contained four sharp kinks within the magnetic tip and the tip also contained a complete break which resulted in a remaining segment of 5.0cm. Microscopic examination of the kink regions showed each to exist between the interface of magnets and contained a sharp creases within the polyimide tubing. The core wire was also sharply kinked at these sites. The break site contained evidence of having been previously kinked and the layers of polyimide tubing were delaminated in one region. The core wire was slightly hooked and contained material necking consistent with a tensile event. The angle and severity of the kink in the support wire was recreated in the lab by kinking the test stylet by more than 90°, and about a specific point rather than being gradually bent. Kink angles less than that did not match the degree to which the complainant support wire was kinked. The sealed kit samples were removed from the packaging and each stylet was visually and microscopically examined. No potential damage, defect, or deformity was observed on the samples. The samples were further wrapped around a 1cm radius and no damage occurred. The damage seen on the used 3cg stylet was characteristic of either the catheter becoming kinked during insertion or the stylet having been advanced past the tip of the catheter, but not all potential contributing factors were known and it was ultimately unknown what the primary cause of the event was. A lot history review (lhr) of recu2211 showed no other similar product complaint(s) from this lot number.